Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing tenderness and pain at the pocket site. The patient also noted that the therapy was not benefiting enough. The entire system was explanted. There were no further patient complications reported.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006 the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of implant pain, surgical intervention and inadequate/inappropriate treatment or diagnostic exposure were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator was experiencing tenderness and pain at the pocket site. The patient also noted that the therapy was not benefiting enough. The entire system was explanted. There were no further patient complications reported.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing tenderness and pain at the pocket site. The patient also noted that the therapy was not benefiting enough. The entire system was explanted. There were no further patient complications reported.

Manufacturer narrative:
Correction to section h6 patient codes: pain code updated to implant pain code. Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing tenderness and pain at the pocket site. The patient also noted that the therapy was not benefiting enough. The entire system was explanted. There were no further patient complications reported.